Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same system. The corrected hcg results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined the substrate pump was not dispensing the correct fluid volume. The cse replaced the substrate pump and validated the correct fluid volume dispense. The customer successfully ran quality controls. The cause of the discordant hcg results is due to a substrate pump malfunction. The system is performing within specifications. Further evaluation of the device is not required.